Manufacturer narrative:
The event device has been returned to applied medical for. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic cholecystectomy" event description: "this is a complaint from the market. Administrative no. C17139074. Please refer to the complaint sheet for investigation. Septum breakage. Report from the sales re.p septum breakage occurred during inserting a retrieval bag to remove gallbladder forcibly with a force. A rubber fragment of the valve broke off inside abdominal cavity. Please investigate the root cause and inspect whether or not the fragment matches a missing location on the septum. The cer check list is unavailable. Initial investigation report: the event unit was returned to us and visually inspected. The ddb was removed by facility for inspection. The returned rubber fragment (size:approx. 10.0mm x 7.3mm) matched a missing location on the septum. We noted one petal of the shield was missing. However, it was not returned to us. The unit will be returned to amr for further evaluation. Admin# c 17139074." Additional information was received via email at 6:36 pm on 21-nov-2017 from quality assurance: were all pieces retrieved from the patient? "We are not sure about this. The customer might not be aware of a missing petal of the shield. A petal of the shield might no be removed from patient. Or it might not be just returned to us. We confirmed one fragment for the septum was returned to us and it matched the missing location on the septum. Aside from the missing location on the septum, there was no missing location on the septum." Was there any patient intervention to remove the ddb fragment? "I think you are mentioning about 'septum' fragment, but the customer removed the double duck bill(ddb) in order to check how the shield and septum were fragmented during/after treatment. He removed the fragment of the septum from patient possibly with a forceps during treatment. However, he might not be aware of a missing petal of the shield and it might be left inside abdominal cavity. We don' t receive any reports that the surgery was transferred to open surgery to remove a piece of the seal." Additional information was received via email at 12:56 am on 24-nov-2017 from quality assurance: "I have revised the number of missing petals of the shield in the complaint sheet to read "two petals". 1)were all pieces retrieved from the patient? We are not sure about this. The customer might not be aware of two missing petals of the shield. The petals might no be removed from patient. Or they might not be just returned to us. We confirmed one fragment for the septum was returned to us and it matched the missing location on the septum.except for the missing location on the septum, there was no missing location on the septum." Patient status: "no patient injury"

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. The shield, a clear plastic internal component of the seal, was damaged. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email on 17dec2017 at 3:34pm from the distributor: the reason for the update to the complaint sheet and the change to two petals of the shield, is the following: "it's just a mistake due to human error. When I translated the olympus investigation result for (B)(4) into english, I noticed this error after sending the cer form and I corrected this mistake according to the following picture. The red circle shows the missing sections on the shield."